Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. There was no reported adverse impact to the customer¿s blood glucose level.